Manufacturer narrative:
The manufacturer was previously becoming aware of a ds2adv auto CPAP device alleging visualization of blacks in hose and mask. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete. In the previously submitted report (device) problem code grid was incorrect. (Device) problem code grid has been corrected/updated in this report.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer became aware of a ds2adv auto CPAP device alleging visualization of blacks in hose and mask. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.